Manufacturer narrative:
Lot review: a review of lot# 3308050 showed that (B)(4) units were manufactured, tested, inspected and released in october 2017 citing no exception documents. Visual/functional testing: received two (2) used 886-52510-14, optiq, svo2/cco catheter, 8f, 110 cm, j-tip, heparin coated; lot# 3308050. The two (2) 886-52510-14 catheters each have a touch contamination shield threaded onto the catheters. The staked syringes were not returned. Sample 1 - the balloon was inflated with 1.5cc air. The stopcock was turned to the off position and balloon remained inflated. Slight manipulation of the balloon did not cause the balloon to deflated. The balloon was submerged into water and no air bubbles were observed. The balloon stopcock handle was then placed in the open position and the balloon deflated normally. Sample 2 - the balloon was inflated with 1.5cc air. The stopcock was turned to the off position and balloon remained inflated. Slight manipulation of the balloon did not cause the balloon to deflated. The balloon was submerged into water and no air bubbles were observed. The balloon stopcock handle was then placed in the open position and the balloon deflated normally. Unable to confirm broken balloons. Final analysis summary: the reported complaint of balloon broken could not be confirmed. Both of the returned catheter balloons functioned to specification. No leaking or any damage to the balloon was observed. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding a broken balloon on the catheter.